Event description:
Treatment of an aneurysm. The physician deployed both stents in aca and it was after this that clot was noticed on the distal end of the implanted stents. The physician increased heparin and waited for 10 minutes after which vessel becomes totally occluded. Reopro was then used and the vessel re-opened after approx 10-15 min. The pt was sent to ICU and instructed to have a further infusion of reopro. The pt made a good recovery and was discharged from the hospital 2-3 days post-procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the pt. (B)(4).